Event description:
It was reported that during a surgical procedure, it was observed that the motor device was "overheating." The reporter was unable to clarify the type of procedure being performed. There was no delay to the scheduled surgical procedure as an identical spare device was available for use. No injuries, medical intervention or prolonged hospitalization were reported. The date of the event was unknown to the reporter. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed which revealed that the motor is overheating. Therefore, the reported condition was duplicated and confirmed. Evidence indicates this was due to improper handling and use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.